Event description:
It was reported that during a "procedure photovaporisation of the prostate, when using the laser fiber, an error message "stop: clean the fiber" occurred. "This message persists despite cleaning making it impossible to use the device"; at 35,331 joules of use. The fiber was exchanged and a second fiber was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-427a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture at the bevel edge can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.